Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the 30mm and 18mm length target lesions located in the severely calcified and severely tortuous right coronary artery (rca). A non-bsc wire was placed in the rca and pre-dilation was performed in the vessel using several unspecified nc balloons. A 3.5x32mm promus element stent was implanted in the proximal rca. Next, a 3.5x20mm promus element was advanced into the patient with the intent of placing the stent distal to the first stent. However, the 3.5x20mm promus element stent would not pass through the first stent or around a tortuous bend and while withdrawing the stent came off the balloon. The distal end of the stent was caught in the ostium of the rca and the proximal end of the stent was moving with blood flow in the aorta artery. The guide catheter was pulled back and the non-bsc wire was used to try to pass through the stent, but this did not work so a goose neck snare was used to retrieve the stent. No stent was placed distal to the first stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.